Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. The unit was evaluated by philips. The symptom was verified. The issue was resolved by replacing the power pca.

Event description:
The customer reported that the device failed to power up.